Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial lead "malfunctioned." The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later clarified that the lead was not capturing the atrium, rather it was capturing the his bundle.

Manufacturer narrative:
Product event summary : the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.